Manufacturer narrative:
The device had corrosion of the motor, causing the device to overheat.

Event description:
The micro sagittal saw was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.